Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. Visual inspection revealed that the screw was fractured at the top of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined.

Manufacturer narrative:
Event date unknown. Device lot # was not provided/unknown.

Event description:
It was reported that patient presented with restoration in hand. The screw was fractured. Tooth location #30.